Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Investigation summary: it was reported performance breakage needle. Unopened samples of product code m8739, lot # par869 were received for evaluation. This product code is double armed, and each packet contains two strands. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance breakage needle were found.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2019 and suture was used. During the procedure, the needle seem to break off easy. It was not reported how the procedure was completed. There were no patient consequences reported. No additional information was provided.